Event description:
A 35 infusion pumps were inspected in four different areas. Five defective modules and one pump control unit were defective. The units were pulled, repaired and returned to service. Eight units with minor corrosion (6 modules and 2 pcus) were found. The corrosion was removed and the units placed back into service.